Manufacturer narrative:
Product investigation is in progress.

Event description:
Its tip remained inside- vagina [foreign body in reproductive tract]. When I removed the tampon, it's tip remained inside [complication of device removal]. It's tip (remained inside), breakage [device breakage] . Case narrative: consumer reported via e-mail that the tip of the tampon remained inside during removal. No serious injury reported.

Event description:
It's tip remained inside- vagina [foreign body in reproductive tract]. When I removed the tampon, it's tip remained inside [complication of device removal]. It's tip (remained inside), breakage [device breakage]. Case narrative: consumer reported via e-mail that the tip of the tampon remained inside during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.